Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has their leads revised/"re-done" because their original leads had moved. This lead revision occurred on (B)(6) 2019. No patient symptoms were reported. No further complications were reported or anticipated.